Manufacturer narrative:
This closes out this report unless additional, significant info is received. Report sent to FDA on (B)(4) 2010.

Event description:
Complaint received (B)(6) 2010, from consumer detailing that she was injected with 2 syringes of product on (B)(6) 2009, on sides of mouth in deep wrinkles and developed red bumps that became irritated and she had to have them drained twice by her healthcare professional. She was then referred to a plastic surgeon who performed surgery on (B)(6) 2010, to remove the product; 7 stitches on one side and 8 stitches on the other. She is treating the areas with vitamin e and was advised to massage the area. She now has scars that she wants to have removed with further surgery. She also had restylane injected the same day above her lip and around her mouth in lesser wrinkles.